Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive after the device was dropped, and the user could not reliably activate the button; a replacement was arranged and the user was instructed to shut down the device through the menu and to complete startup on the replacement. Symptoms included no clinical symptoms. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and review of device use. Investigation of this case revealed mechanical damage to the user interface button consistent with accidental drop. It was concluded that the device experienced mechanical damage leading to a nonresponsive control without patient injury, and replacement was warranted.